Event description:
This 50-year-old female had breast reconstruction surgery 10 years ago with silicone gel implants. The MFR of the implants is not known to the reporting facility as they were implanted at another facility; and the pt does not know the name of the MFR. Since the implantation, this pt has developed fibromyalgia, degenerative bone disease, depression, and arthritis. She underwent several implant replacement surgeries, all resulting in pain and encapsulation. She now desires to have the implant removed. Gross exam: right implant exudes sticky viscous gelatinous material, left implant shows no evidence of rupture. The capsules show histiocytic and foreign body reaction.